Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the generator backplane and the power supply. The system was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system displayed an error after boot up, prior to a procedure. No pt injury was reported.